Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose values and a lot of hypoglycemic episodes. Customer's blood glucose values were in the range of 40mg/dl and 29mg/dl. Customer passed out had a hypoglycemic attack. Customer had already gone troubleshooting. Insulin pump will not be returned for analysis.